Manufacturer narrative:
According to the gore® dryseal flex introducer sheath instructions for use (IFU), "states" adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient may result. UDI - the lot number was not provided. Therefore the UDI is not available. The review of the manufacturing paperwork could not be performed as the lot number(s) were not available.

Event description:
On unknown date, the patient underwent endovascular repair of a thoracic aortic aneurysm using two cook tx2. On unknown date, a proximal type I endoleak was observed from the cook tx2. On (B)(6) 2018, a re-intervention was performed to resolve the proximal type I endoleak using a conformable gore® tag® thoracic endoprostheses and a 24 fr gore® dryseal flex introducer sheath. It was confirmed that tgu454515j was successfully deployed and the endoleak was resolved. After the sheath was reportedly removed it was observed that the left external iliac artery was ruptured. To remedy the rupture, an iliac extender was placed. However, blood pressure became decreased. It was also observed the vascular intima about 1cm below the bifurcation between the left internal iliac artery and left external iliac artery became peeled. It was located above the position where the iliac extender was placed. A contralateral leg component was additionally placed and the peeled vascular intima was resolved. Blood pressure also became stable without transfusion. The patient tolerated the procedure. It was reported that the access vessel was thin (the exact diameter unknown) and the access vessel rupture had been expected before the procedure. Reportedly, strong resistance was encountered when the sheath was inserted.